Event description:
The patient was bilaterally implanted with radovan tissue expanders on 7/2/96. Subsequently, the patient experienced deflations of the device and an infection of the left breast. The devices were removed on 2/20/97.